Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The usb cable was not returned for evaluation.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate, and the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose level was 208 mg/dl. Reportedly, customer did not remove the air from the cartridge. Customer continued to use the pump for insulin therapy.